Manufacturer narrative:
The reported field event of premature battery depletion was not confirmed in the laboratory. Based on all available parameter and usage information, device longevity was found to be within the expected limits. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
(B)(4)

Event description:
It was reported the device delivered multiple appropriate shocks for a ventricular tachycardia storm. It is unknown if the device was unable to rescue the patient due to increased defibrillation thresholds. The number of shocks led to the device prematurely reaching elective replacement indicator. The device was explanted and replaced. It was discovered that the patient had a ventricular aneurysm. The patient condition was deteriorating from atrial fibrillation and the patient was administered a drug regimen. The sinus rhythm was restored to normal from the medications. The patient condition has improved dramatically.